Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the heartmate touch and the buttons being unresponsive was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a mock circulatory loop and test power module and system monitor. Communication between the system monitor and controller was unable to be established. The battery gauge and silence alarm buttons were unresponsive. When the display button was pressed, the alarm history page displayed, then went dark. No parameter screens were able to be viewed. The controller was opened and inspected at the component level. One of the user interface (ui) ribbon cable locks on the controller main printed circuit board (pcb) was observed to be in the unlocked position. The ui printed circuit board assembly (pcba) side of the ui ribbon cable was disconnected and observed to be damaged. Circuit analysis of the main pcb was performed and revealed the ui ribbon cable circuit is connected to the system monitor/heartmate touch communication circuit. In the event the ui ribbon cable is improperly seated, the misaligned ribbon cable contacts could electrically short the communication circuit and result in loss of communication as well as unresponsive ui buttons. The root cause of the communication issue was determined to be due to the ribbon cable being improperly seated. A manufacturing analysis task was opened to further investigate the ui ribbon cable lock on the controller main pcb being in the unlocked position and the damaged ui ribbon cable. The root cause was found to be manufacturing related as the ribbon cable may have been loose if not properly installed and inspected. An awareness training was performed to review the event. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. The heartmate patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 11feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during device preparation, system controller performed not as expected after unpacking. The controller was connected to power module, with normal behavior and alarms. First observation, it was not possible to silence the alarm by pushing the alarm silence button. Next, the controller was not recognized by the heartmate touch. The controller reacted on no action. The power module and heartmate touch were exchanged, but the issue persisted. The power module and heartmate touch were tested with a demo system controller and everything was fine. Backup system controller was used, and the issue did not occur, and the device preparation went straight forward without any further occurrences. During the whole event, no pump or no patient was connected. The affected system controller was again tested with another power module and heartmate touch afterwards. The same issue occurred directly. Also log files could not be downloaded as the controller was not recognized from the system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.